Event description:
If a saved plan is re-opened and a new wedge modifier is selected, re-calculation is not automatically performed, and any display of calculated info corresponds to the previous wedge. The displayed info is updated when a calculation is selected, or another parameter is changed which invokes recalculation.